Manufacturer narrative:
Investigation of the reported issue is pending.

Event description:
During perfusion, it was observed that air had entered the circuit and the disposable set appeared to be unprimed. The reservoir was noted to be full of air and distended. The customer decided to remove the liver to facilitate the repriming of the device. Clinical support was called and identified kinks in the portal inflow, which were corrected. Guidance was then provided for successfully repriming the set. Following this, perfusion of the liver was successfully reinitiated, and the liver was subsequently transplanted.

Event description:
During perfusion, it was observed that air had entered the circuit and the disposable set appeared to be unprimed. The reservoir was noted to be full of air and distended. The customer decided to remove the liver to facilitate the repriming of the device. Clinical support was called and identified kinks in the portal inflow, which were corrected. Guidance was then provided for successfully repriming the set. Following this, perfusion of the liver was successfully reinitiated, and the liver was subsequently transplanted.

Manufacturer narrative:
A DHR review was conducted, and no deviations from the established manufacturing process were identified for the lot. Since no disposable set was returned for investigation, a root cause could not be determined.